Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed an unknown channel error. There was no patient involvement.

Event description:
It was reported that the device displayed an unknown channel error. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper transducer due to check IV set error. Replaced fluid ingress bezel assembly, and broken ail sensor right side. Replaced corroded right, left iui. Replaced door assembly with keypad. Keypad recall completed. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the device history record showed the device had a manufacture date of 02oct2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received. And an evaluation is pending. A follow up report will be submitted, once the evaluation is completed.

Event description:
It was reported, that the device displayed an unknown channel error. There was no patient involvement.